Event description:
During a procedure with the tenex system, inner needles from 2 different microtips separated from the rest of the handpieces. The procedure was completed with a different microtip. There were no patient complications.